Event description:
Boston scientific received information that this device was suspected to have prematurely depleted as the battery was discovered to be at end of life. Surgical intervention was performed and the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.